Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR ID#: 2134265-2011-03440. It was reported that during a rotational atherectomy procedure, a guide wire break and vessel perforation occurred. The long lesion was located in the severely calcified and severely tortuous right coronary artery. Following advancement of the rotawire floppy guide wire beyond the lesion, the 1.5mm rotalink plus burr was utilized for multiple ablation runs. The rotawire floppy guide wire was noted to be fractured, and the burr perforated the vessel. The physician then advanced a non-bsc balloon on an unspecified guide wire and successfully treated the perforation with a long inflation of the balloon. The physician attempted to retrieve the guide wire fragment with a snare however this was not successful. The physician then deployed a liberté stent over the guide wire fragment to secure it to the vessel wall. No further patient complications were reported, and patient status is stable.